Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the programmer confirmed no damage that would have contributed to the clinical observations. The programmer subsequently passed the functional test and baseline evaluation. Data was also extracted and no error logs were seen. The touchscreen underwent extensive stress testing and no product defect was observed. However, despite no problems found during the analysis, this event is consistent with a "cause traced to design" event, due to a reportedly unresponsive screen during threshold testing.

Event description:
It was reported that during threshold testing at implant, this programmer screen froze and no programming changes could be made. The programmer was restarted and the screen worked appropriately, but later exhibited the same touch screen issue during a different procedure. The programmer was exchanged to resolve the event and no adverse patient effects were reported. The programmer was subsequently received for analysis.